Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016, the patient experienced elevated blood glucose (bg) of 307mg/dl with symptoms of dehydration and unspecified ketones associated with an audio tone and vibration issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that neither the audible tones nor the vibratory features of the pump were working. During troubleshooting, the reporter confirmed that the audio settings were programmed correctly. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged audio-vibratory alarm failure.